Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope exhibited image problem and balloon was not inflating. Upon inspection and testing of the customer returned device, probe was loose, missing glue on forceps cover, probe screw and between the probe and distal end surface was damage on probe not exposing glue underneath. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, problem with image, balloon not inflating, scope connector mouthpiece loose and rotating, buckled at the boot on the connector side that expands while doing leak test, guide pipe joint loose and the plate missing at the scope connector over, bending section rubber missing glue and probe is loose, missing glue on forceps cover, probe screw and between the probe and c-body, surface damage on probe not exposing glue underneath. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from the customer that the event occurred during an ebus (endobronchial ultrasound) bronchoscopy procedure. It was reported that the procedure was completed using similar device with no delay.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, according to the investigation it is possible that the adhesive shaving at the tip occurred due to the same cause as other breakage, but it was not possible to determine whether the shearing was due to stress, handling, or other factors. Olympus will continue to monitor field performance for this device.